Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: total knee replacement. Cathplace: left saphaneous. Date of surgery: (B)(6) 2013. Initial complaint rec'd (B)(4) 2013: physician reported that he had a catheter leak. Date of incident was (B)(6) 2013. Initial catheter was placed on (B)(6) 2013 at the left saphaneous nerve. Catheter had to be removed by the doctor, causing a second procedure. Catheter was not sutured in and the catheter was inserted through a needle. Fracture noticed before being secured to patient. Per email from doctor, the catheter was fractured mid-length and noted immediately after insertion. No infusion pump involved. The reported lot info rec'd was 0201097405, this lot info belongs to the kit as a whole.

Manufacturer narrative:
Method: at this time, the device has not been rec'd. Once rec'd, an evaluation and investigation will be performed. A review of the device history records (DHR) was conducted. Results: the device is currently pending return, therefore, results have not been obtained. The reported lot meet all manufacturing specifications prior to release. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system.